Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call of customer's high blood glucose levels. The customer received no delivery alarms. The customer's blood glucose level was 400mg/dl. Troubleshoot was conducted. The customer was advised of possible site occlusion. The customer was advised to change entire infusion set. The customer declined to troubleshoot for highs. The customer was advised to monitor the device.